Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Paik et al. - 2024 ¿ side-by-side placement of fully covered metal stents versus conventional 7f plastic stents in malignant hilar biliary obstruction: prospective randomized controlled trial biliary drainage for palliative treatment of an unresectable malignant hilar biliary obstruction. Stent migration: plastic stents (pss - cotton-leung): 4/25 patients (16%). The file was opened due to 4 cases of migration of cirl device. Require intervention/additional procedures.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 24-jul-2025.

Manufacturer narrative:
Device evaluation: this file was created from the attached journal article, " side-by-side placement of fully covered metal stents versus conventional 7f plastic stents in malignant hilar biliary obstruction: prospective randomized controlled trial". This file captures 4 patients who experienced stent migration. The cotton-leung biliary stent evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, the cotton-leung biliary stent was subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: as per the instructions for use, ifu0045 which informs the user about the potential complications that may occur: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. There is no evidence to suggest that the customer did not follow the instructions for use. The stent migration is known potential adverse event as described in the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to known procedural adverse events associated with the use of cotton-leung biliary stent. Based on the clinical input, stent migration may be related to the cotton-leung biliary stent. As previously mentioned, this is known potential adverse event as described in the instructions for use. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of 4 devices, confirmed used. Complaint is confirmed based on customer and/or rep testimony. According to the medical advisor¿s input for patient outcome and severity, require intervention/additional procedures s=4. Complaints of this nature will continue to be monitored for similar events. A definitive root cause could not be determined. A possible root cause could be attributed to known procedural adverse events associated with the use of cotton-leung biliary stent. Based on the clinical input, stent migration may be related to the cotton-leung biliary stent.